Event description:
Treatment of a left unruptured cavernous saccular aneurysm measuring 6mm x 5mm. During the pipeline deployment, it was reported that the distal end did not fully open and thus angioplasty was performed with a hyperform balloon (an option presented in the instructions for use, u.s.) To achieve full wall apposition. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).